Event description:
Pt came in with 3rd abscess in right arm from navigator sensor. All infections have occurred with same shipment of sensors from abbott. The first two of 3 have resolved with routine care. The third one was just seen yesterday for the first time. The concern is that these sensors were contaminated prior to shipment. Three sensor devices from same box resulting in abscess formation. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped or dose reduced? No.